Event description:
It was reported an issue with monoplus suture. The client (veterinarian) reported that the thread detached directly from the needle-to-thread junction (swage area) when the surgeon attempted to tighten the first knot. Additional information has not been provided.

Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code-batch regarding the same issue (closed as not confirmed after analysis). We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received one open sample with the needle detached from the thread (thread is not wound on the pack). Additionally, the first packaging (aluminum pouch) is damaged, and we cannot see the complete batch number and code reference. However, without closed samples a proper analysis cannot be performed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the sample received is manipulated and we have not received closed samples. Final conclusion: despite receiving a sample, without closed samples a proper analysis cannot be done. We take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed. If closed samples are received in the future, we will re-open the case. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.